Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported that the infusion set was leaking at the headset. It appears that the leak is between the cannula and the tubing connector. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
Has been updated with the correct lot number.